Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting a corruption in its data when it was interrogated by a programmer. An error message was received that the patient data was no longer being saved. The corruption is self-correcting and no further action was taken. The s-ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.